Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor 12/1/2011, electrode belt 2/11/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while in the hospital. Per review of the event, the patient's ECG rhythm degraded from an idioventricular rhythm at 40 bpm to asystole at 14:46:43 on (B)(6) 2019. The patient was then inappropriately treated while in asystole at 14:49:15. The patient remained in asystole until device deactivation at 14:59:52 on (B)(6) 2019. Oversensing a low amplitude cardiac signal contributed to the false detection. There is no indication that the lifevest caused or contributed to the patient's death, as the patient was in a non life-sustaining rhythm at the time of the treatment shock. The patient passed away on (B)(6) 2019.